Event description:
It was reported that high impedance (6772 ohms) was observed on vns patient's system. The device was turned off. The x-rays were taken and were reported by the physician to be unremarkable. No pain was reported. The physician decided to wait in order to observe what the effect on seizures will be, as he was almost seizure free. The settings were 1.25 ma output current, 30 hz frequency, 500 ¿sec pulse width, 30 on time 5 min off time. It was indicated that a planned MRI was cancelled on the same day due to the high impedance. Review of manufacturing records confirmed that device passed all functional tests prior to distribution. Review of the available programming and diagnostic history showed normal diagnostic results through (B)(6) 2012. A battery life calculation using the available programming history showed approximately 4.5 years left until end of service is yes. No known surgical interventions have occurred to date.